Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that a sutureless pump connection component dislodged from the pump, after a screwdriver was inadvertently dropped from overhead and punctured the pump pocket. The screwdriver struck the "black dot" which released the connection from the pump. Both a company rep and a physician visually identified the indentation mark left from the screwdriver across the black dot on the sutureless pump connection. The device component was not returned to the manufacturer as the physician did not feel the item was defective or damaged. The physician noted it as an overall design flaw. The physician decided to leave the device in place, and simply reconnect it to the pump. The pt's outcome was not reported. Additional information is being requested, and will be provided in a f/u report as it becomes available.